Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the gas delivery engine (gde) and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The customer replaced the gde.

Event description:
It was reported to vyaire that the avea ventilator experienced breath stacking while connected to a patient. The customer stated that the ventilator would then dump all pressure and start over. The patient was immediately removed from the device and placed on a backup ventilator. The customer confirmed that there was no patient harm associated with the reported event.